Manufacturer narrative:
This supplemental report was submitted to provide additional information from the reporter. The procedure was not performed as the equipment did not work on the day of the event. The user facility had no other back up generator. It was not reported when the follow up procedure was rescheduled. The error was observed at the beginning of the procedure. There was no report of any delay and the patient was under general anesthesia. The equipment was not used, given the error did not allow to start the surgery. High frequency cables were changed, the unit restarted, and the unit was not responding. The footswitch was disconnected. There were no other error codes, and it is unknown if the device was inspected before use. The equipment does not respond to anything only the error appears and does not allow access to review settings. All connections and cables were checked and secure. The equipment was returned to technical services for repair and the problem was resolved.

Manufacturer narrative:
As part of the investigation, olympus followed up with the customer to obtain additional information regarding the reported event but with no results. The referenced generator was not returned for evaluation. Therefore, the root cause of the reported malfunction cannot be determined. However, the investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
During a transurethral resection of the prostate procedure, when turning on the high frequency electro-surgical generator the unit reportedly displayed an error, e433, and could not be used. The procedure was not completed. No patient injury or harm was reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer. The equipment was returned to local technical services (ola) for repair and the problem was resolved. Upon inspection and testing the cutting pedal and coagulation connection cable were deteriorated, this is an accessory and no repair available. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. Error e433 is triggered by the safety system of the esg-400 and results in a restart of the generator. If the cause of the error remains, there may be an unlimited number of periodic restarts. Possible causes are: the user activates the foot switch while the generator is booting (temporary error caused by user action). Faulty foot switch (temporary error). Faulty foot switch (temporary error, faulty reed contact). Defective cable connection between hvps board and generator board (temporary or permanent error). Defective hvps board (permanent error). Defective generator board (permanent error). A deeper investigation of generator boards with error e433 found a destroyed transformer tr1 to be the cause. An improved generator board was introduced into production in mid-july 2020. As stated on the IFU (instruction for use) and as a preventive measure, the user manual indicates the customer is required to check the function of all devices used prior to a procedure. Additionally, according to the IFU, a suitable replacement device must be provided during an application. The legal manufacturer will continue to monitor the field performance of this device.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: g3, g6, h2, h4, h6 and h10. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. Error e433 is triggered by the safety system of the esg-400 and results in a restart of the generator. If the cause of the error remains, there may be an unlimited number of periodic restarts. Possible causes are: 1) the user activates the foot switch while the generator is booting (temporary error caused by user action). 2) faulty foot switch (temporary error, faulty footswitch). 3) faulty foot switch (temporary error, faulty reed contact). 4) defective cable connection between hvps board and generator board (temporary or permanent error). 5) defective hvps board (permanent error). 6) defective generator board (permanent error). 7) defective motherboard (adc, permanent error). A deeper investigation of generator boards with error e433 found a destroyed transformer tr1 to be the cause. An improved generator board was introduced into production in mid-(B)(6) 2020. Olympus will continue to monitor complaints for this device. As stated on the instructions for use and as a preventive measure: before each use, always inspect the equipment as outlined in this instruction manual. Always prepare a spare electrosurgical generator or an alternative procedure to avoid interruption of treatment due to an unexpected electrosurgical generator failure during treatment.